Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer high blood glucose level of 300mg/dl. It was reported that the piston would not stop when it reached the reservoir during rewind. It was reported that insulin was squirting out. It was reported that the drive support cap was reported to be protruded. No further information provided.